Manufacturer narrative:
The customer¿s report of error code 240.4150 was confirmed. Review of the pump module error log showed that error code 240.4150.0 occurred on (B)(6) 2017 at 10:19am; this error code is associated with malfunctioning of the upper (bottle side) pressure sensor. Testing confirmed the upper pressure sensor malfunction; temporary replacement of the upper pressure sensor resolved the issue. The proximate cause for the error code was the malfunctioning upper pressure sensor. The root cause for the pressure sensor malfunction was not determined.

Event description:
The customer reported error code 240.4150. There is no report of patient harm.